Event description:
It was reported that the customer was at the intensive care unit due to high blood glucose of 300mg/dl, and he was treated with manual injections. The caller stated that her son was vomiting and had ketones before the event. Troubleshooting was performed. The time, date, settings, and programming were correct. It was stated that the customer did not have another infusion set to change after performing the high pressure test. A day later, the mother called back and stated that after her son left the hospital the glucose level rose again. The mother stated that the customer was getting several no delivery alarms. The customer took off the device and treated with manual injections. The mother stated that she feels the insulin pump is not functioning properly and requested a replacement of the device. Then the father called and stated that the customer was told to use the wrong reservoir and that is the reason why his son's glucose is high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.